Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionably low results for an unspecified number of patient samples tested for ca2 calcium gen.2 (ca) on a cobas 6000 c (501) module - c501. The customer provided data for four patient samples that were affected and of these, 2 had erroneous initial values that were reported outside of the laboratory. The samples were repeated on a different analyzer and the repeat results were believed to be correct. The first sample initially resulted as 6.8 mg/dl accompanied by a data flag. The sample was repeated, resulting as 8.4 mg/dl. The second sample initially resulted as 6.4 mg/dl accompanied by a data flag. The sample was repeated, resulting as 8.4 mg/dl. The patients were not adversely affected. The ca reagent lot number was 26069701, with an expiration date of 30-sep-2018. The field service engineer determined that the reagent probe was not centered over the reaction cell causing reagent to spill on the reaction disk. He adjusted the reagent probe, calibrated, and ran fresh controls. All system checks were successful. The system was operational.